Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be ¿short latex dwell time" or "latex dip speed out too slow" and might be contributed by user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterile. For urological use only. Valve type: use luer slip syringe. Do not use needle." The device was not returned.

Event description:
It was reported that the patient was catheterized in the afternoon but the balloon had burst by itself and the foley catheter fell out.